Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. The device was reprogrammed to vvi 50 and the patient was referred to an electrophysiologist for evaluation. No adverse patient effects were reported. This product remains implanted and in service.